Event description:
It was reported that the cordcutter device had a broken drill guide. During in-house engineering evaluation, it was determined that the device had a mechanical jam and was deformed/bent. There was no procedure involved. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1: reporter is a j&j sales representative. UDI: (B)(4). Investigation summary: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted visual inspection testing of the returned device. Visual observations revealed that the device had marks of wear near the handle and the metal on the inner as usual on these types of reusable devices. The distal part of the internal inner shaft was deformed downward, so the functional test could not be performed, as the suture could not be placed in the groove. Additionally the inner shaft was found to be jammed, it was disassembled however noticeable resistance was noted when pulled it out from the outer shaft. Upon inspection of the inner shaft, the proximal part was found to be deformed, which caused the shaft to jam. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. The overall complaint was confirmed as the observed condition of the cordcutter *ea would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life. As per the instructions for use; inspect for damage prior to use. Replace a damaged, worn or bent instrument. Do not attempt to straighten or sharpen. End of useful instrument life is generally determined by wear or damage from handling or surgical use. Inspect instruments between uses to verify proper functioning. It has been determined, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.